Event description:
The manufacturer received information alleging pneumatic test step had failed on a garbin evo device. The device was not in use on a patient at the time of the occurrence. The garbin evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device's blower assembly, machine flow sensor, and one of the in-line filter proximal had contamination causing the pneumatic test step to fail on the device. In conclusion, the device's blower assembly, machine flow sensor, and in-line filter were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the muffler assembly, particulate filter, and air inlet foam filter were replaced for preventative maintenance and was unrelated to the reportable issue. The device passed all final testing.